Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate therapy and was admitted to the hospital. Upon interrogation, there were episodes of atrial flutter that were treated with anti-tachycardia pacing (atp). The atp accelerated the arrhythmia and so high voltage therapy was delivered. The device was reprogrammed to resolve the event and the patient was stable.